Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down/smartphone lockdown, omnipod 5 software app version 3.1.6, operating system n5004l-am-q-mv01602-06-01.06, hardware n5004l, cgm sensor type. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached greater than 250 mg/dl while wearing the pod between 4 and 24 hours on the leg. Symptoms reported include headache, thirsty and loss of appetite. The patient was treated with an insulin drip. The pod was removed and discarded. The patient was released on (b)(6 2026.